Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer loaded a new cartridge to resolve the issue and declined further follow-up from tandem technical support. Customer¿s blood glucose level was 473 mg/dl.